Event description:
It was reported that there are concerns with this cardiac resynchronization therapy pacemaker (crt -p) which is part of an advisory related to hydrogen-induced premature depletion and high internal battery impedance observed in a subset of accolade pacemakers and crt-ps. These issues are highly detectable during routine follow-ups. It was noted that the estimated time to explant for this device is approximately 2.5 years. A discussion addressed the advisory and the disabling of pii notifications for this patient. The device was successfully transferred to the latitude system after assisting the healthcare provider (hcp) with a password reset to enable login. No adverse patient effects were reported, and the device remains fully functional and in service.

Event description:
It was reported that there are concerns with this cardiac resynchronization therapy pacemaker (crt -p) which is part of an advisory related to hydrogen-induced premature depletion and high internal battery impedance observed in a subset of accolade pacemakers and crt-ps. These issues are highly detectable during routine follow-ups. It was noted that the estimated time to explant for this device is approximately 2.5 years. A discussion addressed the advisory and the disabling of pii notifications for this patient. The device was successfully transferred to the latitude system after assisting the healthcare provider (hcp) with a password reset to enable login. This device was explanted and successfully replaced.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there are concerns with this cardiac resynchronization therapy pacemaker (crt -p) which is part of an advisory related to hydrogen-induced premature depletion and high internal battery impedance observed in a subset of accolade pacemakers and crt-ps. These issues are highly detectable during routine follow-ups. It was noted that the estimated time to explant for this device is approximately 2.5 years. A discussion addressed the advisory and the disabling of pii notifications for this patient. The device was successfully transferred to the latitude system after assisting the healthcare provider (hcp) with a password reset to enable login. This device was explanted and successfully replaced.